Event description:
A distributor reported that a pump battery was not charging and the screen was black, making it unreadable and unresponsive, which prevented access to the pump. There was no information regarding any adverse impact on the customer's blood glucose level. The distributor arranged for the device to be returned and expected a replacement pump with a new serial number to be sent out.